Event description:
It was reported that the implant was removed due to peri-implantitis. Patient would have to return to place a new implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number k011245 and k002188.